Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window and a small crack on the reservoir tube lip. Data analysis: (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The perceived cause of death is heart attack. The customer was not feeling well for a couple of days before passing. He was in the process of performing a set change and told his spouse that he was not feeling well. The spouse left the customer for a moment and when she came back it looked like the customer was brain dead. His heart had stopped in the ambulance, on the way to the hospital, he was resuscitated, but his heart stopped again at the hospital, they decided not to resuscitate. The customer had kidney failure-only (B)(6)% function, had heart disease-had a valve replaced in the heart, had many strokes and infection. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; was off of the device for about a day before passing. The insulin pump will be returned for analysis.